Manufacturer narrative:
This report is submitted on 29 sep 2020.

Event description:
It was reported that burn marks were observed on the rechargable battery. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.